Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00900. It was reported that the patient's leads had migrated. X-rays confirmed the migration of the leads down to t10 and t11. As a result, on (B)(6) 2022, the physician right lead was explanted and replaced and the left lead was re-positioned. Surgical intervention resolved the issue.